Event description:
Caller states the patient tested 8.0 inr on the coaguchek xs system and 5.4 inr on a comparison lab. Based on device result coumadin was held and patient was given 5mg vitamin k. No adverse event reported. Requested return of suspect system and replacement was sent.